Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a \[insert customer country here]" customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01.

Event description:
An no alarm for low blood sugar issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a56 5g with android operating system version 2.13.1. As a result, the customer experienced poor breathing and a loss of consciousness. The customer was unable to self-treat, and it is unknown if the customer received any third-party treatment for the reported issue. There was no report of death or permanent impairment associated with this event.